Manufacturer narrative:
This report is submitted on july 12, 2018. Registration number (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced recurrent infections at the abutment site and the patient was treated with oral and IV antibiotics over time. Subsequently, the abutment was removed. The infection has reportedly since resolved.